Event description:
Customer stated that the unit has been a problem for the last 6 cases and they thought in the cases that it might have been other issues, but now they've made the conclusion that its this unit. After 2 recent incidents that included 2 patients that had to go on a ventilator because they had too much co2 pushed in their lungs. No deaths occurred. She states that it might not be a prolonged injury. Both sales rep and tech support have not been aware in the past of these operating as such as stated by the comsumer.